Event description:
During review of a returned homechoice device, a high drain error 105 alarm was identified. This occurred on 29 august 2012, during night drain 5. This information meets iipv criteria. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned to baxter, and the evaluation is complete. This condition is an ancillary service event opened during investigation of another condition. The reported difficulty of an iipv event was confirmed through an event history log review. The cause was undetermined.